Event description:
It was reported that during a colectomy procedure, the device's active blade broke and fell into the patient. The broken tip was retrieved with no complications. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.